Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the a device interrogation was ordered for the patient that was in-patient at the hospital. Upon interrogation, the implantable cardioverter defibrillator exhibited post paced t wave oversensing which resulted in multiple episodes of non-sustained right ventricular oversensing. The device was reprogrammed and the patient was stable.